Event description:
Patient reported her blood glucose reading began going up over the weekend for no apparent reason. Patient stated she went to the doctor today and her blood glucose level was 450 mg/dl on the doctor's meter; was sent to the ER for treatment. Patient reported they tested her about 2-3 hours ago with readings between 250-260 mg/dl. Patient stated they treated her with an IV drip of unknown content. Patient is using a competitor's meter for testing. Patient stated the doctor advised her to go off of the pump for a few months; thinks maybe pump therapy is not working for her or the infusion set is not working correctly. Patient reported she thinks the pump was not the cause. Patient is currently in ICU and is off of the pump. Requested return of the infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.